Manufacturer narrative:
Investigation summary: two 20019e7d samples were received without packaging; the customer confirmed the samples were from lot 21075215. Two unknown infusion sets were received to assist the investigation, both with residual fluid inside. The samples were subjected to functional testing by connecting the smartsites of the 20019e7d to a bd 5ml luer slip syringe from retained stock. A secure connection was established with each smartsite and no inadvertent disconnection was experienced throughout testing. The same test was then repeated with the returned unknown infusion sets; again no inadvertent disconnection was observed throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21075215 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance. Testing of the returned samples did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. Please note that the smartsite device is designed to be used with iso luer lock and luer slip connectors provided on standard administration sets, extensions sets and syringes. The directions for use states ¿if the syringe has a slip luer, the syringe should be inserted and then rotated to a 1/4 turn. Engagement should be confirmed by the user".

Event description:
It was reported when using the bd y ext w/vlv ports & 2 sld clp the device disconnected spontaneously. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "while connecting IV set (luer slip) to the port its popped out and did not connect even after rotating it."